Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a non-tortuous, heavily calcified de novo lesion in the distal common femoral artery. A 4.0 x 200mm armada 18 balloon dilatation catheter was advanced and crossed the target lesion. During the first inflation the balloon ruptured at 9 atmospheres. No resistance was met when removing the device from the patients anatomy. Another armada18 balloon was used to successfully complete the procedure. The patient is doing well. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.